Event description:
Zoll customer support contacted a (B)(6) old female patient to exchange her monitor. The patient's download revealed three 'abnormal shutdown' flags, which were not accompanied by flags that would indicate issues with the monitor/belt connection. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon evaluation, the monitor had lost power. The caused for the loss of power is a short in the +5.4 power supply on the computer / analog board. The cause for the short in the power supply is a damaged inductor (l601). The root cause of the damaged inductor cannot be positively identified but is likely random component failure. No adverse event resulted from the defective monitor. The patient received a replacement monitor.